Event description:
It was reported that the housing of the 5mm needle driver instrument is separating. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one of the rear housing snaps along with two housing pins on the same side are broken off. Damaged side of housing can be lifted, exposing inner components. Damage is likely due to mishandling. Engineering also observed the main tube is missing a .75 inch diameter piece of insulation, located roughly 5 inches above the snake wrist. There are also two very small .15 inch by .30 inch pieces of insulation missing .100 inches above the main damaged area. Larger size breakage may be due to pressure against a sharp edge of a 5mm cannula accessory. No other damage found. The damage on the instrument was found to be created by a defective 5mm cannula that has since been replaced as part of a voluntary recall. All defective 5mm cannula have been recalled and replaced at this site.